Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 3/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/02/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The ¿down¿ arrow button on the keypad was under responsive to user presses but all the other buttons were responsive during the investigation. The keypad was removed and the ¿down¿ arrow button contact was found to be cracked. The keypad cover was removed and there was no contamination or physical damage found. The investigation was able to duplicate the initial complaint about an unresponsive keypad. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).